Manufacturer narrative:
No product will be returned for evaluation. We are unable to evaluate the adhesive pad for any abnormality that may have caused the customer's skin infection. It is known and understood by the manufacturer that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. No conclusion can be drawn. The omnipod user guide contains a section dedicated to infections titled "avoid infusion site infections" that includes the following information: always wash hands and use aseptic technique before applying a pod; don't apply a pod to any area of skin with an active infection; at least once per day, check the infusion site for signs of infection; signs of infection include pain, swelling, redness, discharge or heat - if infection is suspected, immediately remove the pod and contact a health care provider. To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. Twice per month, insulet performs a review of customer complaint data; the occurrence rate of reported infections at the infusion site is (and has historically been) significantly below the level at which an internal corrective action would be required (per insulet's internal corrective and preventive action procedures). However, insulet has initiated action to determine if marketing can improve education and training related to this topic. A review of lot qualification records was performed and no issue related to the pod's adhesive pad was noted. The lot passed the acceptance criteria. Note: evaluation method pertain to activities performed during lot qualification, not to activities performed on the subject pod (as it was not returned for evaluation).

Event description:
The customer reported that she experienced an infection at the insertion site within the first 24 hours of activating the pod. She stated that the area "hurts at insertion more than usual" and that it gets "hard, red and warm to the touch with fluid build-up." When the pod was removed, there was "yellow pus draining." As a result of the infection, she was placed on antibiotics. Insulet customer support advised her to contact a health care provider immediately. The pod will not be returned for evaluation.